Event description:
Device issue: none. Adverse event (ae): stroke. Time of ae: post procedure. It was reported via a trial that on (B)(6)2010, an xact stent was successfully implanted in the left internal carotid artery. On (B)(6)2010, the patient underwent coronary artery bypass graft. The next day the patient experienced a stroke with right upper extremity weakness. CT scan of the head showed a subacute left parietal stroke of medium size and a stroke of the left occipital area in the pca distribution. Medications were administered and hospitalization was prolonged. The event is continuing and improved. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: stroke is a known potential adverse patient event associated with the use of the product and is listed in the xact instructions for use. The reported therapy and hospitalization was in response to the patient symptom. Information provided in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on the available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. All catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.